Event description:
The customer contact reported loss of suction. The suction liner was being used during an unspecified procedure. After an unspecified length of time, the customer contact reported that the liner ruptured at an unspecified location and a loss of suction was noted. The suction liner was replaced and the suctioning was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.